Event description:
A remstar auto a-flex device was returned to a third-party service center for service as part of the sound abatement foam recall process with no initial alleged complaint. During the evaluation of the device, the service technician observed visible foam particles inside the blower kit. Additionally, the service technician also noted error code 24: (err_motor_speed_reverse), error code 55: (err_therapy_queue_full), error code 61: (err_pll_unlocked), error code 62: (err_stuck_ramp_key), error code 63: (err_stuck_knob_key), error code 66: (err_stuck_encoder_b), error code 72: (err_psens_unable_to_obtain_bus), error code 100: (err_humid_no_heat), and error code 102: (err_thermistor_high), as well as dust contamination, were present. The device was scrapped by the service center after the evaluation was completed.